Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/16/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/16/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No unexpected outcomes. Was there any change in the patient¿s post operative care due to the prolonged procedure? No change in post op care. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Nurse. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic esophageal hernia repair procedure on (B)(6) 2025 and suture was used. The nurse reported to the sales rep that, during a laparoscopic esophageal hernia repair procedure, four out of five sutures frayed during use. The surgical team removed the frayed sutures, opened another pack, and attempted the repair again. However, the suture from the new pack also frayed, even after changing the needle drivers and knot pusher. There was at least 10-15min delay to complete the case, they retrieved a single strand of ethibond x834 from the suture cart. There were no reported patient consequences. The device is not available for return. Additional information was requested.